Event description:
It was reported that during the procedure, the 5.0 x 30 acculink stent system was advanced into the patient anatomy and the stent deployed. The stent was deployed just distal to the target site and did not completely cover the lesion. A second acculink stent system was advanced and the stent deployed to successfully cover the remaining target lesion. There were no adverse patient sequelae and no reported clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Other: bivalirudin. Embolic protection: emboshield nav 6. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database for the reported lot was performed and revealed no other incidents for this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.